Event description:
It was reported the patient experienced diminished therapy in her left foot. As a result, surgical intervention was undertaken on (B)(6) 2015 explanting and replacing the original lead with a new model. Effective coverage was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.